Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed noise oversensing on the right ventricular (rv) lead. No changes or intervention was performed; the patient would continue to be monitored. The patient condition was stable.